Event description:
A healthcare professional reported that nm-f4445 lot#0029282 implant lacked primary stability on tooth #3. The implant was removed during implant placement with no report of observable clinical symptoms. A secondary implant was placed after removal. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.